Event description:
It was reported that the device was shorting out. No patient was involved as the failure was found during a biomed check.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There is a relationship between the returned device and the reported incident. Visual inspection revealed no cosmetic or physical anomalies present on the exterior of the returned device. Functional evaluation of the subject controller revealed there was no power output to a known good wand due to the failure of an electrical component inside the subject controller. The complaint is verified and the root cause was determined to be an electrical component failure. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: 1. A power surge to the subject controller, 2. Using an improper power cord or improper extension cord, or a loose power connection, 3. Failure of an electrical component inside the subject controller. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.